Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery was faulty. No patient involvement.

Manufacturer narrative:
Date of manufacturer: 04/03/2018. Date of report: 09/22/2018. The field service engineer (fse) replaced the battery to address the reported problem.